Event description:
Echelon contour curved cutter 2.0mm (ref # gcs40g, lot # c9eh59) did not fire properly during procedure. Taken off field and new stapler was opened. Per unit review, "materials has pulled the product and reported to vendor the issue. Product being returned & replacement being shipped."